Manufacturer narrative:
Evaluation: results: visual analysis revealed an unknown white material on the receiver header and the header boot. The receiver failed all functional testing, and the auto test failed with no stimulation output. It is believed that the hybrid has failed. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a receiver, approximately (B)(6) ago. It was reported that she lost stimulation, and it could not be regained through reprogramming. The physician explanted and replaced the receiver with an ipg on (B)(6) 2010. No further patient complications were reported.